Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant, the physician had difficulty removing the guidewire from the left ventricular lead. Attempts to remove the guidewire caused the lead to dislodge. The lead was not used and a new lead was implanted. There were no adverse consequences to the patient.